Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose, flush drive support disk. Unable to perform prime, compromised force sensor system test, excessive no delivery test and occlusion test or verify no excessive no delivery alarm due to motor error alarm. Pump monitored for several days. Insulin pump received with normal operating current. No unexpected low battery alarm anomalies noted. Pump received with severe scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump had deep scratches on the display with depleted battery life and no delivery alarms sounding. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.